Event description:
It was reported that during a da vinci si surgical procedure the monopolar curved scissors instrument were noted to have a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the one grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. Additionally engineering also observed scratches on the maintube. The distal end of the main tube has various scratch marks with light material removal. The scratches are short in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.